Manufacturer narrative:
H4: the lot was manufactured between june 7 to 8, 2023. H11: the actual device was received for evaluation. Visual inspection was performed on the returned unit, and a yellow particle was noted embedded in the material of the tubing line. The particle was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the materials of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. Embedded particulate matter on the tubing has no hazard for the potential effect on the product. The reported condition was verified. The cause of the issue was due to a manufacturing process problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a brown-colored object attached to the administration tube. The object had a diameter of about 0.5 mm. This was noticed prior to patient use. There was no patient involvement. No additional information is available.